Manufacturer narrative:
Device evaluated by MFR.: synergy ii us otw 2.25 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts in the mid-section of the stent were lifted and misaligned. The undamaged crimped stent outer diameter was measured and the result within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13may2021. It was reported that crossing difficulty occurred. Following pre-dilation, a 2.25 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damaged.